Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor gel breast prosthesis, unknown catalog number and unknown serial number. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with unspecified mentor gel breast prostheses that both ruptured after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left gel breast prosthesis.

Manufacturer narrative:
On 14-aug-2023, mentor received additional information about the event. The patient was scheduled to undergo bilateral explantation on (B)(6) 2023. Reason for device explant and/or reoperation: bilateral breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05-sep-2023, mentor received additional information about the event. It was reported that no ¿obvious¿ leaks were detected on the explanted breast prostheses. Block b1 ¿is product problem¿ no longer applies to this report nor does h6 medical device problem code material rupture (a0412). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 26-sep-2023, mentor received additional information about the event. It was previously reported that no ¿obvious¿ leaks were detected on the explanted breast prostheses. New information received states that the patient¿s diagnosis post explantation surgery is left breast prosthesis rupture. This medwatch report is for the patient¿s left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 21-nov-2023, the mentor failure analysis lab received the device for evaluation. Mentor became aware that the suspect medical device is an unspecified mentor textured gel breast prosthesis. On 24-nov-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the gel breast implant. The product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the gel breast implant. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable gel exposure. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).